Event description:
It was reported via clinic notes within mention of the vns that the patient has "associated symptoms including altered level of consciousness and unresponsiveness." Diagnostics from the time of this report were received and were within normal limits. Information was received from the physician's office that the clinic notes could be talking about patient's symptoms of altered level of consciousness and unresponsiveness could be regarding the patient's seizures in general and not due to the vns however that no assessment could be given since the doctor is no longer at the clinic. No additional relevant information has been received to date.